Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Brand name: heartware ventricular assist system ¿ controller 2.0, model #: 1420, catalog #: 1420, expiration date: 30-sep-2020, serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated: no, device evaluation anticipated, but not yet begun, mfg date: 26-sep-2019, labled for single use: no, (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited an unexpected loss of power and the ventricular assist device (vad) exhibited low flow alarms. The controller and vad remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information in a4. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Additional product: controller- (B)(6) h6:FDA method code(s): b17, b15 h6:FDA result code(s): c19 h6:FDA conclusion code(s): d15 product event summary: the ventricular assist device (vad) (B)(6) and the controller (B)(6) were not returned for evaluation. Log file analysis re vealed nine (9) controller power up events with associated pump start events on (B)(6) 2022 at 17:42:55, (B)(6) 2022 at 12:24:14, (B)(6) 2022 at 9:49:07, (B)(6) 2022 at 20:37:04, (B)(6) 2022 at 23:56:47 and 23:57:11, (B)(6) 2022 at 15:16:39 and 21:13:35, and (B)(6) 2022 at 19:51:39. No anomalies were observed leading up to the losses of power. The controller was without power for an average of fifteen (15) seconds per loss of power. In addition, one-hundred (100) low flow alarms were logged since (B)(6) 2022. As a result, the reported events were confirmed. Based on the available information, the device may have caused or contributed to the reported low flow event. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including, but not limited to, thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.